Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided therefore no review could be performed. The subject device (model agilia sp mc wifi, serial number (B)(6)) was not returned to our laboratory for analysis, and neither was the suspected defective spare part. Thus, no further investigation could be performed. The reported event could not be reproduced and was not confirmed by our laboratory. It is known that the subject device was put in service by replacing the speaker kit. Based on available information, the root cause of the reported issue is most probably linked to a defective speaker kit. However, since the device was not returned, it could not be confirmed by our laboratory. To our knowledge no patient consequences have been reported. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
Customer reports the following: "repair under warranty: new speaker installed, as microphone sound failed". Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.